Manufacturer narrative:
Initial.

Event description:
It was reported that the pump¿s screen detached while the user was asleep, consistent with a device bonding failure at the display. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided, including a photograph of the detached screen. Investigation of this case revealed a stress-related problem affecting the display component, consistent with loss of or failure to bond. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.